Event description:
Customer reported that the insulin pump alarmed motor error three times on the same day. Alarms occurred during prime and insulin bolus delivery. Customer does not use the sensor feature and is able to rewind the insulin pump. Blood glucose value is 124 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion and prime tests. The insulin pump was received stuck in a motor error alarm during the bolus or basal delivery loop. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window, cracked reservoir tube, cracked reservoir tube window and cracked battery tube threads.